Event description:
It was reported that during water thermal therapy procedure, the angled prostate tissue was high, the tip of the delivery device damaged the tissue and caused bleeding in the prostate, the procedure was discontinued due to poor visualization. The procedure was decided to be reconsidered and the physician decided to not complete the procedure due to the bleeding. The patient was treated with bladder irrigation. During advancement from the verumontanum toward the bladder neck, a significant downward tilt was observed. It was mentioned that the urethral mucosa may have been gouged during this process. The tissue that was gouged is most likely part of the prostate, so it has been recorded as prostate tissue. The physician stated that the patient was not suitable for treatment with the device. The patient's outcome was not related to a device malfunction, but the device might contribute due to the nature of the procedure. Further information received clarified that the bleeding was not a complication of the surgery, but an expected outcome of the standard procedure.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A device history record (DHR) and ship history review cannot be performed as the lot number was not available. The rezum delivery device instructions for use (IFU) was reviewed. The patient symptom tissue damage was found to be listed in the IFU. A risk review was completed and confirmed that the event of tissue damage was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3:the exact date of the event is unknown. The provided event date, 08/01/2025, was chosen based on the date the manufacturer became aware of the date.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, 08/01/2025, was chosen based on the date the manufacturer became aware of the date.

Event description:
It was reported that during water thermal therapy procedure, the angled prostate tissue was high, the tip of the delivery device damaged the tissue and caused bleeding in the prostate. The procedure was discontinued due to poor visualization, and the physician decided to not complete the procedure due to the bleeding. The patient was treated with bladder irrigation. During advancement from the verumontanum toward the bladder neck, a significant downward tilt was observed. It was mentioned that the urethral mucosa may have been gouged during this process. The tissue that was gouged is most likely part of the prostate, so it has been recorded as prostate tissue. The physician stated that the patient was not suitable for treatment with the device. While the patient's outcome was not related to a device malfunction, it is possible that the device could have contributed to the event due to the nature of the procedure.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. The exact date of the event is unknown. The provided event date, 08/01/2025, was chosen based on the date the manufacturer became aware of the date.

Event description:
It was reported that during water thermal therapy procedure, the angled prostate tissue was high, the tip of the delivery device damaged the tissue and caused bleeding in the prostate. The procedure was discontinued due to poor visualization, and the physician decided to not complete the procedure due to the bleeding. The patient was treated with bladder irrigation. During advancement from the verumontanum toward the bladder neck, a significant downward tilt was observed. It was mentioned that the urethral mucosa may have been gouged during this process. The tissue that was gouged is most likely part of the prostate, so it has been recorded as prostate tissue. The physician stated that the patient was not suitable for treatment with the device. While the patient's outcome was not related to a device malfunction, it is possible that the device could have contributed to the event due to the nature of the procedure. It was further reported that the bleeding was not a complication of the surgery, but an expected outcome of the standard procedure.